Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. It was noted that the device is not available for evaluation. A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the communication of an attorney that allegedly the patient was revised due to "loose total knee replacement with patellofemoral arthritis".

Manufacturer narrative:
An event regarding loosening involving a triathlon insert was reported. It was reported that the patient was revised due to loose total knee replacement with patellofemoral arthritis. The subject device does not interface with bone and locks into the baseplate. Based on the information provided there is no indication or allegation that device reported in this investigation may have contributed to the event and is therefore considered concomitant. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the communication of an attorney that allegedly the patient was revised due to "loose total knee replacement with patellofemoral arthritis".